Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient was also without stimulation. The ipg was confirmed inoperable by an sjm representative. In turn, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced with a different model.